Event description:
It was reported that patient was experiencing discomfort due to soreness at the incision site. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was repositioned. Nothing was removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.